Event description:
The door to the sterilizer chamber blew off due to the pressure generated internally, as designed. This occurred because the door was not securely shut. Normally, the unit will not operate in this condition because it has a safety switch. However, the customer had opened the unit and had disconnected the safety switch for unknown reasons.